Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (wont power up) has been confirmed. Upon investigation the monitor was able to power up however, the u608 component on the pca board had no output. The root cause for the defective u608 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.